Event description:
Revision surgery - due to the femoral component loosening causing discomfort and limitations for the pt. The surgeon revised for instability reasons.

Manufacturer narrative:
The reason for this revision surgery was reported as discomfort and instability after 3.7 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material reports associated with this product. Ncmr# 12135 showed (B)(4) parts (part#: 438-00-004) reworked due to surface finish issues. Ncmr# 12347 showed (B)(4) parts (part#: 438-00-004) reworked due to an uneven surface finish. A review of the product complaint report history showed this is the first complaint for this product. The root cause for the discomfort and instability was reported as the device loosening. There are no indications of a product or process issue affecting implant safety or effectiveness. Hospital disposed.